Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis and vomiting. The blood glucose reading was over 400mg/dl. The customer also reported being hospitalized a month ago for high blood glucose. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prime and high pressure test and the insulin pump passed the test. No further information was provided.